Event description:
The user facility returned an evis exera iii colonovideoscope to the service center for an annual inspection. During a standard inspection and estimation of the returned device, foreign material was found in the jet channel. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material in the jet channel. This occurrence was likely remaining foreign material from previous procedures. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the air/water cylinder and the plug unit had a scratch. It was also observed that the suction cylinder had no color. It was observed that water tightness was lost due to damage on the channel tube. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the light guide lens had a crack. Lastly, it was observed that the bending tube was deformed. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign material was present due to leakage from biopsy channel. The instruction manual provides detection methods associated with reprocessing issues in ¿gif-h185, cf-h185l/I series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif-h185, cf-h185l/I series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.